Event description:
Customer called to report the insuiln pump had unresponsive buttons. The customer has had the insulin pump since 2011 and it has been out of warranty. Customer stated that she will call back after work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.